Manufacturer narrative:
Correction: b4: date of this report should be 03-08-21 which was omitted from the initial submission.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: patient's weight was stated to be between (B)(6) lbs. DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device inspected? Yes. The returned implant was visually inspected and verified to be hahn tapered implant 03.0 x 11.5 mm implant using the radiographic template. It was not a 03.5 x 13 mml as stated in the complaint. However, no defect or non-conformity was observed. There was a cover screw present as well. The lot number for the inspected part was not available. Investigation methods/results: the returned part was inspected and evaluated visually; however, no lot number is given. The DHR for the complained part was reviewed and no evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable cause could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type ii. The patient presented on (B)(6) 2017 for primary procedure on tooth #5. Upon examination the provider notes the implant was a spinner and would not torque in. It was at that time the device was removed and replaced with a longer implant.